Event description:
A report of lead migration due to the patient falling was received. During the lead revision, the physician decided to revise the pocket due to discomfort at the pocket site. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Model# sc-2138-50. Description: linear lead (phase iiia), 50cm. This is the final report.